Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting a myelogram for an unrelated concern. The patient then stated they think when they had one of their falls they may have damaged the internal unit. The patient stated they have had 3 or 4 each of myelograms and cts and had no problems as long as it was off. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting a myelogram for an unrelated concern. The patient then stated they think when they had one of their falls they may have damaged the internal unit. The patient stated they have had 3 or 4 each of myelograms and cts and had no problems as long as it was off. It was reported that the ins and recharger were charged but the patient programmer (pp) was getting poor communication with and without the antenna. The patient stated the they turned the ins off the previous day. Replacing the pp batteries did not resolve the issue. A replacement pp was sent. No patient complications were reported as a result of this event. No patient complications were reported as a result of this event. Additional information was received and it was reported that the patient's fall occurred in (B)(6) 2017. The ins was determined inoperable when the patient tried to turn the unit on with the handheld device. The only was to turn the unit on and off was by using the charging equipment. The patient hoped to have their surgeon remove the unit when they do lower back surgery in the next month or so. The damaged ins will be resolved once the back surgery is completed. No further complications were reported or anticipated.